Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
During angioplasty the hub of the cypher cracked. The event occurred during use. There was no adverse event to the pt.